Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. Blood glucose level was approximately 180 mg/dl at the time of the reported issue. As the events occurred in the past, tandem technical support was unable to determine a cause for the past occlusions.